Event description:
It was reported via phone call that the buttons on the insulin pump were unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to an unlocked keypad connector. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.